Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting fse found that the host pc was not booting up. To resolve the issue, fse removed the cover of the host pc and reinserted the memory. Later the issue, reoccurred and fse replaced the host pc in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that allura device would not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.